Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10g31024 and h10g31016 with no issues noted during the manufacturing process. Root cause was determined as poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. As more information becomes available, a follow up will be submitted.

Event description:
On (B)(6) 2010, baxter received a call from the homepatient's (hp) nurse regarding an unrelated issue who reported that the hp was receiving medication in his peritoneal solution for an infection. The nurse stated the infection was not due to baxter products and had since been resolved. Baxter received a report from the hp's dialysis nurse (pdrn) on (B)(6) 2010 which stated that the hp had been using ambuflex 10l (dosage unknown) every night since (B)(6) 2010 and was prescribed intraperitoneal (ip) heparin to the pd solution nightly. On (B)(6) 2010, the hp complained of abdominal pain and cloudy effluent. From (B)(6) 2010-(B)(6) 2010, the hp was treated with ancef 1gm ip daily and fortaz 1gm ip daily. On (B)(6) 2010, vancomycin 1gm ip was added every 6 days until (B)(6) 2010. The pdrn documented causality as the hp not cleaning the injection port of the cassette properly. The hp continues ambuflex therapy and has completely recovered.